Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the conversation between the patient and the customer service representative (csr). The mss reviewed the call to obtain and verify information. The patient claimed the on an unspecified date/time the patient tested on the subject meter and observed a value of ¿295 mg/dl.¿ he also reported testing on another meter (barrel) and reported a reading of ¿106mg/dl.¿ it is not known how much time passed between the two tests. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages her diabetes with metformin pills 1000mg and lantus insulin 20 units each day. It is not known if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms or receiving any form of treatment. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.